Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an out of range pace impedance measurement on the right ventricular (rv) channel. The specific impedance measurement value was not available. The boston scientific representative (rep) indicated that the issue appears to be due to the rv lead or the rv lead and ICD device interface. The rv lead is not a boston scientific product. The rv pace impedance measurements were noted to be normal after this single out of range measurement. It was indicated that the clinic plans to continue to follow the patient using remote monitoring and there is no intervention planned at this time. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
This supplemental report is being filed based on trend inclusion and an updated evaluation conclusion code.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.